Manufacturer narrative:
Batch review performed on 12 march 2021: lot 155243: (B)(4) items manufactured and released on 19-feb-2016. Expiration date: 2021-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017.

Event description:
The patient came in reporting pain due to stem subsidence 2 years and 8 months after the primary and the cause of stem subsidence is unknown. The surgeon revised the stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully.